Manufacturer narrative:
Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unavailable. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2018, the surgical team wanted to exchange the trial implant (outside the operation field) and the syncage evolution spindle broke. A second trial implant holder was available and was used to take out the initial trial implant. The surgery was successfully completed, with a reported delay of 30 seconds. There are no reported consequences for the patient. Concomitant devices: synfix® evolution trial spacer medium/12mm height/10° (part: 03.835.212, lot: unknown, quantity: 1). This report is for a spindle for evolution. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 03.825.002, synthes lot number: h052900, supplier lot number: n/a: release to warehouse date: 13-jul-2016, expiration date: n/a: supplier: avalign technologies-nemcomed: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Upon visual inspection, the knob was received separated from the spindle and the knob was able to be screwed into the spindle at customer quality (cq.) It was observed that the weld around the knob was cracked around the entire circumference. No damage was identified on both the spindle and the knob. Therefore, this complaint is confirmed, but for the condition of a cracked weld, rather than broken instrument. Dimensional inspection: since the complaint condition involved a cracked weld, a relevant dimensional check could not be performed. Document/specification review: the relevant drawing(s) was reviewed; review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: previous investigations on the complaint condition determined that the weld was not strong enough to withstand the applied impaction load from normal use. A design change order was placed on 11-may-17, to update the spindle drawing and to change the weld specification with filler to enhance durability. Therefore, during the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. While no definitive root cause could be determined it is possible that the complaint condition is the result of force applied on the device resulting in stresses beyond the failure limit during usage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number; date device received by manufacturer. Device manufacture date. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.